Event description:
Pt reportedly has a history of primary total knee in 2004 and revision procedure 4 months later. Due to continued pain and instability pt was admitted in 2005. All components were removed and replaced.